Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient had experienced significant weight loss and redundant skin allowing the pump to flip and move freely in the pocket. The event had resolved with sequelae on (B)(6) 2013. The sequelae included the catheter migration found on (B)(6) 2013. It was also reported that the catheter was not replaced; however, this is not entirely clear.

Event description:
On (B)(6) 2013, the pump was found to be flipping and moving freely in the pocket. On (B)(6) 2013 the catheter was wound multiple times and the catheter tip was found in the tunneling tract near the pump pocket. The pump pocket was revised, and the pump and catheter were replaced and disposed of on (B)(6) 2013. There were no signs or symptoms. The medication infused was hydromorphone. The event resolved without sequelae on (B)(6) 2013.